Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: intervention. It was reported that during post dilatation in the left subclavian artery, the fox plus balloon ruptured at unspecified pressure. Upon removal of the dilatation catheter, a fragment of the balloon remained in the patient anatomy. The fragment was removed successfully by an unspecified method. There was no adverse patient sequela. Though requested, no additional information has been provided.

Manufacturer narrative:
The device is not available for evaluation. The lot number was not identified; therefore, a device history record review could not be performed. A follow-up report will be submitted with all additional relevant information.